Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen is intermittently "refreshing" itself. During monitoring, patient name's, waves, and numerics will briefly disappear from the screen, and then come back. No harm or injury was reported. The customer will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) screen is intermittently "refreshing" itself. During monitoring, patient name's, waves, and numerics will briefly disappear from the screen, and then come back.

Event description:
The customer reported that the central nurse's station (cns) screen is intermittently "refreshing" itself. During monitoring, patient name's, waves, and numerics will briefly disappear from the screen, and then come back.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) was intermittently "refreshing" itself. During monitoring, the patient names, waveforms, and numerics would briefly disappear from the screen, and then come back. No patient harm or injury was reported. Investigation summary: during troubleshooting, the biomedical engineer (bme) rebooted the network switch in the closet, but the switch would not power on. The switch was replaced, and the issue was no longer present. Nihon kohden technical support (nk ts) requested clinical (cits) to remote into the server and verify the ip addresses were not duplicated. Cits could not remote into the server due to access permissions. A follow-up by cits to gain access to the server resulted in no response from the customer. With the available information, it is reasonable to attribute the root cause of the issue to the facility's network environment. Replacement of the switch resolved the reported issue. Review of the serial number history shows no recurrence of the reported issue.